Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material could not be identified and the root cause of the issue could not be determined, however, physical damage to the device may have resulted in the inability to remove the foreign material. No information could be obtained regarding the reprocessing procedures at the facility. The event can be prevented by following the instructions for use sections below: ¿ chapter 6 compatible reprocessing methods and chemical agents¿. ¿chapter 7 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device evaluation was performed by third party. The device evaluation found air leak inspection huge leaking from suction channel. Suction function failed. Angulation wires up/down/right/left angulation and orientation defective. Bending manipulation and insertion tube defects, angulation malfunction, bending problematic, incorrect shape or angle of bending, reduced angulation, the angle wires were stretched. Defects of the universal cord/distal end/ connector/control section/related parts, distal end defects (including lens and cover). Stain or discoloration on the distal end of the endoscope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Device evaluated by the distributor.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was found to have black foreign material in between groove of the scope. The issue was found during an unknown therapeutic procedure that was completed with same set of equipment. No additional surgical intervention was required and there was no delay. There were no reports of patient harm.